Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown"), pelvic pain ("pain/pelvic pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure (ess205) (batch no: 823547-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multiple allergies from 2008 to 2014, abortion and miscarriage. Concurrent conditions included multi gravida and parity 5 (total number of live births: 5 (on (B)(6) 1999, on (B)(6) 2002, on (B)(6) 2005, on (B)(6) 2006, on (B)(6) 2009). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse / intercourse issues"), mood swings ("hormonal changes describe: mood swings"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, mood swings, migraine, headache and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, cystitis, urinary tract infection, vulvovaginal mycotic infection, nausea and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: discrepancy noted in explant date of essure on (B)(6) 2010. Current weight 168 lbs. Do you allege that essure caused birth defects? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Lot number: 823547 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality-safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown"), pelvic pain ("pain/pelvic pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure (ess205) (batch no. 823547) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multiple allergies from 2008 to 2014, abortion and miscarriage. Concurrent conditions included multi gravida and parity 5 (total number of live births: 5 (B)(6) 1999, (B)(6) 2002, (B)(6) 2005, (B)(6) 2006, (B)(6) 2009)). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse / intercourse issues"), mood swings ("hormonal changes describe: mood swings"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, mood swings, migraine, headache and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, cystitis, urinary tract infection, vulvovaginal mycotic infection, nausea and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: discrepancy noted in explant date of essure (B)(6) 2010. Current weight 168 lbs. Do you allege that essure caused birth defects? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Most recent follow-up information incorporated above includes: on 25-apr-2019: pfs received: lot number added. Events: vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, mood swings, bladder infections, uti's, yeast infection, migraines, headaches, device dislocation, nausea, pregnancy (no complications) , vaginal discharge, abdominal pain, device ineffective were added. Event onset date and outcome were added. Concomitant conditions were added. Lab data were added. Reporters were added. Plaintiffs conditions were added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.